Event description:
It was reported, the patient experienced pain at the ipg site that extended down her right leg whether stimulation was on or off. It was also reported, the ipg was not secure in the pocket. In turn, the patient felt the ipg was in a position that caused the pain to run down her leg. Follow-up revealed the patient's ipg was relocated, but the date of the procedure is unknown. Relocating the ipg resolved the patient's issue(s).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.